Event description:
Pt was wearing sequential compression devices for dvt prophylaxis, as they were immobile. Pt developed an open area. Very thin around their thigh approx 6" where the top of the device was situated. The pt was random flexing extension leg movements frequently. While the device did not appear to malfunction, it is most likely the scd caused this injury.